Event description:
It was reported that the sponge had come out of the minicap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was returned for evaluation. A visual inspection was performed with the sponge found inside the foil pouch but out of the minicap. The reported problem was identified through an evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.